Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4); the customer's report was observed in the device activity logs. The device passed multiple shocks at 200j and passed power supply testing. An internal inspection found the battery lugs red terminal slightly loose. We were unable to prove that the loose lug contributed to the report. The battery lugs were reassembled as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did confirm the report and showed a defib charge error during the event which could be related to loose battery terminals,the battery, or combination of the two. The battery involved in the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.